Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient could see the implantable loop recorder (ilr) once the dressing was removed. It was suspected that the insertion tool may not be long enough to implant the device into an adequate position. The patient developed an infection at the incision site. The ilr was explanted. No further patient complications have been reported as a result of this event.